Manufacturer narrative:
Batch review performed on 12 november 2020: lot 1910215: (B)(4) items manufactured and released on 23-apr-2020. Expiration date: 2025-04-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 18 days after primary surgery, reporting pain due to a subsided stem. The cause of the subsided stem is unknown. The surgeon revised the stem and head and the surgery was completed successfully.